Event description:
The field service representative stated there was a leak from the water pump in the c21 conveyor. The leak was onto the floor in the walkway and was large enough that he needed a mop to clean it up. No operators were harmed. No patient samples were involved.

Manufacturer narrative:
The field service representative determined there was a problem with the water pump m assembly and replaced it. He verified proper operation by performing 50 mechanism checks and verified no further water leakage.